Event description:
The customer reported to olympus that the gastrointestinal videoscope had a poor water supply. The issue occurred during a diagnostic procedure. The procedure was completed with the scope. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and a foreign object was observed in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, due to a pinhole on the bending section cover rubber the water tightness was lost, no electrical continuity due to corrosion on the distal end, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the light guide bundle was slipping down, due to slipping out of the light guide bundle, illumination was uneven, the adhesive around the light guide lens was peeled, the scope connector was shaved, the forceps channel port was shaved, the bending section cover rubber had a scratch, the plastic distal end cover had a scratch, the connecting tube had a dent and a scratch, the scope connector cover unit had a scratch, the right/left and up/down knobs had scratches, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the switch box had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had discoloration and a scratch, the grip had a scratch, and the control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.